Event description:
The facility representative reported an infuso.r. Pump with a condition of "alarms constantly". This condition occurred upon power up. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. Baxter quality engineering determined the reported condition to be a micro-processor unit printed circuit board issue. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. That alarms constantly was confirmed and reproduced during product evaluation. This condition was due to a faulty mpu board. The mpu board was replaced to fix the reported condition. If additional information is received, a follow-up will be submitted.